Event description:
It was reported that a physician's handheld device would not power on following a hard reset. No additional info is available at this time, and attempts for product return have been unsuccessful to date.